Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, march 12, 2014, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and had an error message ¿duplicate address detected." A field service engineer (fse) visited the site to address an issue where the customer had a duplicate address on drawer 3.1. Fse worked with the customer, the fse recovered each individual cubie, which ejected and displayed a ¿return to pharmacy¿ message. To resolve the issue, fse accessed hardware test application and successfully popped the lid open to retrieve items, allowing the customer to reload them back into drawer 3.1. The acceptance test could not be performed as it does not apply to legacy half-height drawers. The customer and the fse successfully reloaded all items into drawer 3.1 without any failures. The fse assisted the customer in recovering and reloading the legacy half-height drawer, ensuring proper functionality. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and displayed the message ¿duplicate address detected". The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.